Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received random questionable results for four patient samples tested for ise indirect na for gen.2 (sodium) and co2-lbicarbonate liquid (co2) between (B)(6) 2017. Of these samples, two had erroneous sodium results. The erroneous results were not reported outside of the laboratory. The customer noted that they did not have any issues with calibration or quality controls. The first sample initially resulted as 444 mmol/l accompanied by a data flag. The sample was automatically repeated by the analyzer, resulting as 179 mmol/l. The sample was then manually repeated, resulting as 148 mmol/l. The 148 mmol/l value was believed to be correct and was reported outside of the laboratory. The second sample initially resulted as 150 mmol/l accompanied by a data flag. The sample was automatically repeated by the analyzer, resulting as 158 mmol/l. The sample was then manually repeated, resulting as 136 mmol/l. The 136 mmol/l value was believed to be correct and was reported outside of the laboratory. The patients were not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the rinse tubing was clogged. He cleaned the rinse tubing. The analyzer was working within specifications. The customer ran calibrations and quality controls; the customer was satisfied with the control results.